Event description:
It was reported that the patient was feeling lightheaded. An electrocardiogram showed intermittent capture on the right ventricular (rv) and left ventricular (lv) leads. Testing at the bedside showed varying output. Capture thresholds were higher on the rv lead though still functional. Programming changes to adjust output were performed. The rv and lv lead were explanted and replaced. The rest of the system was replaced electively. The patient was stable before, during and after the procedure.